Event description:
A report was received that the patient was having high fever and increased pain at the ipg site. The patient was sedated. The patient's condition was not device related.

Event description:
A report was received that the patient was having high fever and increased pain at the ipg site. The patient was sedated.